Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During routine inspection while receiving 4933-0-140, I noticed that a piece was broken off.

Manufacturer narrative:
The reported event that a telescopic strut medium hoffmann lrf length: 138-201mm (blue) was alleged of breakage could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The device inspection revealed the following: the tip of the thread of one of the square headed screws normally attached at both ends of the device has been ripped from the body. This was caused by "over unscrewing" the screw, breaking thus the function that prevents the disassembly of the parts (the screw from the rest of the device). The device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique (h-st-1 rev 1 lrf optech-rocker shoes) was reviewed: "telescopic struts: fine tuning length adjustments . Loosen ball joint at tube end of strut caution: only loosen square drive enough to make adjustments. Forcing the square drive too loose may damage strut. The instruction for use (v15034 rev h exfix IFU_buetiger) was reviewed: ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the external fixation devices, which are described in the operative technique manual for the product system. Preparation. The surgeon should be thoroughly familiar with the surgical procedure, instruments and device characteristics as well as the mechanical and material aspects of the external fracture fixation appliances prior to performing surgery. No indications of material, manufacturing or design related problems were found during the investigation. If any information is provided, the investigation report will be updated.

Event description:
During routine inspection while receiving (B)(4), I noticed that a piece was broken off.